Event description:
It was reported that the lead was revised and the patient was doing fine. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. Product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3387-40, lot# v005849, implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, lot# v001104, implanted: (B)(6)2006, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) was replaced with the current ins. The leads from the previous system remained in the patient and were connected to the new ins. After the replacement impedances on the old leads remained "the same." When the lead alone with testing cable and external neurostimulator (ens) was checked, impedance values were even lower. Programming around the electrodes with low impedance was attempted but not achieved. The decision was made to "close everything up" and to plan a lead revision surgery in the second half of (B)(6) 2013. It was also indicated that the patient might have been experiencing some decreased benefit prior to ins changeout. Five days later, it was reported that the lead revision had not been scheduled yet. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted. This new ins used the leads from the previous ins, which had already been reported on in manufacturer report #3004209178-2013-01185.